Event description:
It was reported that the lower channel of the device had a barb in it and wouldn't receive the right extension at initial implant of the battery.

Manufacturer narrative:
(B)(4). Final device analysis revealed a reliability non-conformance, ins connector port has a lead insertion anomaly.